Event description:
Boston scientific received information that that a red alert was generated from this system due to a pacing impedance measurements greater than 2000 ohms. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The system remains implanted and no other adverse events have been reported. Efforts to obtain additional product issue details were unsuccessful. This product issue will be re-evaluated if additional details are received.